Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On 10/23/2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the inaccuracy began on "(B)(6) 2015, 11:15pm". The patient claimed to have obtained an alleged inaccurate high blood glucose result of "202mg/dl" on the subject meter compared to "101mg/dl" on another device, performed more than 30 minutes of each other. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposed of determining an inaccuracy. The patient manages his diabetes with a combination of medications including "metformin and glyburide". The patient reported that 8 hours after the alleged issue began he developed symptoms of "shakes". At 7:30 am the patient detailed that he consumed more food and/or drink. No medical intervention was required. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.